Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose levels. The customer's blood glucose level was 34mg/dl. Troubleshoot was conducted. The customer was advised to call help line during set change, in order to be guided through the proper steps. The customer declined the help line assistance. Nothing is being returned or replaced at this time.